Manufacturer narrative:
The device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and displacement test due to motor error alarms. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer was unable to complete pump rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.